Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) battery status earlier than expected. There was concern that the battery depleted prematurely. It was reported that in april the monitoring voltage was 2.94 volts with a charge time of 9.55 seconds; currently, the monitoring voltage was 2.68 with a charge time of 23 seconds. The device was was scheduled for replacement.